Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter would not power on; so, she was unable to use the meter since four days earlier. Two days later, on two days prior to original date, the patient went to the emergency room with low blood glucose symptoms. Her blood glucose was tested and she obtained a result of 20 mg/dl. She was treated with oral glucose. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and there was an indication of a serious injury, as the patient alleged she developed symptoms of hypoglycemia after the reported issue, which required medical intervention.

Manufacturer narrative:
Lifescan is requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.